Event description:
Unomedical reference number (B)(4). Event occurred in brazil. It was reported that patient faced 2 infusion set cannula bent events on (B)(6) 2024. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. E1: patient city: (B)(6). Patient country: brazil